Manufacturer narrative:
The field service representative (fsr) found that central control monitor (ccm) hard drive was the source of disk boot failure issue. As a result, the ccm hard drive was replaced. The unit operated to the manufacturer's specifications. During laboratory evaluation, the product surveillance technician (pst) observed error message "disk boot failure, insert system disk and press enter" when the hard drive was installed in the lab use only ccm. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the central control monitor (ccm) was not booting up and displayed a disc boot failure message. There was no patient involvement.